Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. Final analysis found a partial lead returned in 5 pieces. One of the pieces had an insulation abrasion at 3.3 cm to 3.5 cm from the referenced end which exposed the outer coil. An insulation impression was also noted at 6.5 cm from the referenced end. (B)(4). (B)(6).